Event description:
It was reported the sheath was inserted into the right femoral vein without complication and was used as transseptal access to the la in an af ablation procedure. The side arm was attached to a continuous heparinized saline flush line and secured to the adjacent sterile drapes with a plastic towel clip; there was no tension in the line. Approx half way through the case, it was noted that the side arm had come away from the hub of the sheath and blood was leaking back from the sheath. The sheath was immediately removed and replaced. There were no pt complications arising from this incident.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation with the extension tube assembly detached from the side port of the introducer. Solvent was visible on the extension tubing. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, visual inspection of the returned introducer revealed the extension tubing detached from the side arm port. Additional testing confirmed the presence of solvent on the detached extension tube. Corrective action was initiated to investigate sidearm detachments. The current bonding process has been updated and validated to prevent recurrence. This device was manufactured prior to implementation of the CAPA.